Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
No further information available.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, interrogation revealed oversensing likely due to myopotentials. Reprogramming has been recommended and the patient is in good condition. Additional information has been requested.